Manufacturer narrative:
An event regarding loosening involving an emerald stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient's hip was revised due to a loose stem.

Event description:
The patient's hip was revised due to a loose stem.

Manufacturer narrative:
It was noted that no further information or documentation will be provided from the hospital or surgeon due to policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.